Manufacturer narrative:
Investigation results: the visual inspection of the returned device was conducted and no non-conformities were observed. The balloon was then inflated with 25 cc of air. The balloon inflated, but once the syringe was removed, the valve dislodged. Based on these findings, the complaint is confirmed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) and the balloon would not remain inflated. The case was completed by wrapping wet gauze around the pt's calf incision sites and since incisions were small, balloon didn't need to be inflated. The hosp did not report any pt complications.